Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The lead was returned after being removed postmortem for autopsy. Additional information obtained indicated the cause of death was not related to the out of specification finding.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).